Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown procedure and suture was used. During interrupted suture, five sutures had broken at the swage part of the suture and needle in a row. The rest of the package was not used, and a new package was opened and used, after that the operation went on without problem. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please clarify, do the 5 involved sutures share the same lot number (tjmejl)?=>yes 2. Will the 5 faulty sutures be returned for evaluation?=>yes this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/23/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample that pertains to the product jb841 was received for analysis. This product code is control release and requires eight strands per packet. During the visual inspection of the returned sample, it was observed, that two needle suture combinations were inside the winding former. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation.the functional test was performed using instron equipment, and the pull force results met the requirement. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.